Manufacturer narrative:
Manufactures investigation conclusion: a correlation between the observed deposition and the report of elevated ldh could not conclusively be determined through this evaluation. Although a small deposition was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), a specific root cause of the reported elevation in lactate dehydrogenase (ldh) could not be conclusively determined. The pump was returned assembled with the driveline severed at the pump end bend relief and approximately 13 inches from the pump housing. The sealed inflow conduit and sealed outflow graft were returned attached to their respective pump ports. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the returned pump, a white, soft, tissue-like deposition was found situated adjacent to the outlet bearing ball. The deposition lacked laminated layering, suggesting that it did not develop in the outlet stator; however, the specific origin could not be determined. Although a duration of time for which it was present in the device could not be conclusively determined, the deposition was not adhered to the blood-contacting surfaces and showed no evidence of denaturation. Additionally, no concentric contact marks were noted on the rotor outlet section or the outlet bearing cup, suggesting that the deposition may not have been present during pump support. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s lactate dehydrogenase (ldh) increased over time and did not come down despite aggressive heparin drip. The patient underwent a pump exchange from a heartmate 2 to heartmate 3 device due to suspected pump thrombosis. No additional information provided.